Event description:
It was reported that the customer required assistance to treat low blood glucose (bg) level of 43 mg/dl. Low bg cause was not known. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.